Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported problem. No trouble was found on the system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) jumped or moved on its own. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to this reported event.